Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the user training issue. The technical support specialist reached out to customer for more details. Customer responded that the issue was internal and gave permission to close the case. The system functioned as intended after customer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system cubie pocket appeared to have been opened to get the medication instead they went over to the machine to replicate the removes and the vitamin d pocket did open each time. The reports of similar activity also appear to have been occurring during early-morning dispenses. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.